Manufacturer narrative:
(B)(4)

Event description:
It was stated that the sensor was inserted at the patient's arm. It should be noted that the dexcom users guide states the following: sensor insertion site for pediatrics is the abdomen and upper buttocks. Additionally, it states: do not remove the transmitter from the sensor pod while the pod is attached to your skin. The complaint device was not returned for evaluation. A photograph was provided, confirming the reported event; however, a root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
Upon further review of the provided photograph, it was determined that the quality of the photograph is not clear enough to indicate whether the distal tip is intact, however, the approximate length (to scale of the pod) of the sensor wire appears to be of full length. The reported event of a broken sensor wire could not be confirmed. The root cause could not be determined.